Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. The device was returned to the manufacturer and an evaluation of the device was not yet completed at the time of this report. When additional information becomes available it will be reported in a supplemental report upon completion of the investigation. This is the first complaint of this type for this part/serial number combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was originally reported that the procedure (left shoulder arthroscopy with acromioplasty) began with the pump running at continuous full speed despite pressure settings being set and confirmed at 30nnhg and 60% once the surgeon initiated the pump. The pump was turned off/on and the tubing was disconnected and reconnected; it continued to run at full speed. Patient had swelling and tightness in the shoulder; the case was delayed 20 minutes for the swelling to diminish; another pump was used to complete the case. **follow-up information: it was reported that during a left shoulder arthroscopy with acromioplasty the cwiii arthroscopy pump was running at a continuous full speed despite pressure setting being set and confirmed at 30 mmhg and 60% once surgeon initiated the pump. The pump was turned off and back on and the tubing was disconnected and reconnected. The pump continued to run at full speed with the inability to troubleshoot the problem. The patient was bolused with normal saline with epinephrine 1:1000 into their left shoulder. Major swelling and tightness was noted by the surgeon. The procedure was placed on hold for approximately 20 minutes for the swelling to diminish through the use of the saline/epinephrine bolus injection. Once the swelling was decreased the procedure continued with use of another pump. No other complications were noted. The case was completed using another pump with the same tubing, remote and shavers without issue. The tubing chamber was filled halfway and the chamber was not collapsed. No patient injury reported. Patient was a female, (B)(6).